Manufacturer narrative:
Product complaint # : (B)(4). An empty open foil and a dispensed needle/suture was received for analysis. The issue sample was not sent. During the visual inspection of sample, the swage and attachment area were as expected. The dispensed suture was examined along of the strand and no defects, damaged or suture breakage was observed. The sample was tested by needle pull and the result are above the minimum individual requirement. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Per the condition of the sample, no performance - pull off suture needle was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? When did the needle pull off (while in the package / during dispensing / during preparation / during use)? Was there any adverse patient consequence? If so, was there any medical or surgical intervention? What is the lot number of the device used?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The fascia was being sutured when needle came loose from the suture strand. Fascia was successfully closed with another suture strand. There were no patient consequences.